Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer stated that the syringe was dripping and attempted to clean it and clear it with a wire. The field service engineer (fse) found torn tubing at the washing station and replaced it. Performance checks were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 20 mg/dl. The customer questioned the low result and repeated the sample. The sample was repeated and the result was 180 mg/dl.